Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital with hyperglycemia. The patient's blood glucose levels reached >500 mg/dl while wearing the pod between 36 and 48 hours. The patient noticed that they believe that the pod was leaking. The patient was treated at the hospital with manual injection of rapid acting insulin. The patient was released after 2-3 hours.